Event description:
The customer reported elevated troponin I (accutni) results, within the risk stratification, for several patients, involving access 2 immunoassay system. This is report number two of two. Subsequent testing produced lower results, within the risk stratification. The elevated results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2011. The fse performed preventive maintenance. The fse replaced the incubator belt, wash valve rotor, precision valve rotor and the main pipettor. The fse performed all alignments and adjusted the ultrasonic voltage. The fse performed subsystem exercisers; no issues were noted. The fse performed a routine system check and a high sensitivity system check; both passed within system specifications. The fse performed quality control (qc) for all assays; results were within the customer's established ranges. The unit conformed to the manufacturer's performance specifications. Valve rotor, pipettor, ultrasonic voltage. The customer disassembled and re-assembled the wash valve and discovered the rotor was put in backwards. The customer stated the error only occurred after the valve was disassembled. The customer stated the valve was disassembled due to the elevated results. System check was not run after the valve was disassembled by the customer. Beckman coulter customer technical support (cts) advised the customer each time hardware is disassembled, system check should be performed prior to patient sample analysis. The customer retested all high troponin I results for verification. This medwatch report is related to MDR 2122870-2012-00096. (B)(4).